Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-13985. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare provider reported a left side "rupture" and "bottoming out". The device has been explanted and replaced.